Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-00191 and 00192).

Event description:
It was reported that a patient enrolled in a clinical study underwent bilateral total hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent left revision on (B)(6) 2009 due to poly wear and synovitis. Operative report noted the head, stem, and liner to be well-fixed. The head and liner were removed and replaced. The patient underwent irrigation and debridement procedures on the left hip due to non-healing surgical wound on (B)(6) 2009. The right hip was revised on (B)(6) 2009 due to poly wear and synovitis. Operative report noted the cup to be well-fixed. The head and liner were removed and replaced.